Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The event occurred after three or more hours of insertion. The infusion set was used for seven hours. The insertion site was the abdomen. Patient also experienced high blood glucose level at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi) to resolve the issue. Patient replaced infusion set and resumed insulin deliveries by mdi back up therapy. No further information available.